Manufacturer narrative:
Of the two devices, one lot number was provided and lot history review was performed. Both devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. For both malfunctions, the investigation is confirmed for retrieval difficulties, perforation of the inferior vena cava and filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced difficult to remove, malposition of device and patient device interaction problem. This information was received from various sources. This malfunction involved both patients with no consequences. Two female patients' ages were reported to be between 24-50 years and weight was not provided for both patients.